Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, an incomplete stent opening (iso) was observed and able to be mitigated as per the established steps. The valve was repeatedly dived into a deeper position on the left-coronary cusp (lcc) so it was required to be recaptured three times. The valve was able to be implanted at a depth of 2mm on the non-coronary cusp (ncc) and 8mm on the lcc. Initial echocardiogram (echo) showed trace leak, but angiogram showed mild leak. Post-gradient was 4mmhg; on the following day, echo showed mild to moderate leak with a gradient pressure of 12mmhg and the patient was asymptomatic. On (B)(6) 2026, the patient was reported to be re-admitted with a clinical presentation of heart failure. Transesophageal echocardiogram (tee) was scheduled to be performed with a possible post-implant balloon valvuloplasty (post-bav) was performed using a 23mm, non-abbott balloon. The patient's current health status is unknown.